Event description:
It was reported that during device unpacking, the inner pouch was not sealed at the top, peel away portion. The device was not used. There was no pt involvement. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found the unused stent delivery system (sds) inside the tyvek pouch. Half of the vender seal was opened. There was evidence on the tyvek pouch that the vendor seal was completely sealed at one point. There was no other damage noted to the tyvek pouch. Although a conclusive cause cannot be determined, all returned product analysis findings do not suggest a product quality deficiency as there was evidence that the opened seal was originally sealed at one point. Review of the device lot history record produced no findings relevant to this event.